Manufacturer narrative:
(B)(4) date sent: (B)(6) 2021. Additional information: this is an analysis for a photo and video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a staple line on the tissue, in addition slightly blending along the staple line was noted. In addition, a staple leg on the tissue was noted. Based on the picture provided the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary this is an analysis for a photo and video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a staple line on the tissue, in addition slightly blending along the staple line was noted. In addition, a staple leg on the tissue was noted. Based on the picture provided the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that the staple line formed was very disfigured with staple legs sticking out, showing oozing and unrest by the physician that it may cause later problems. No patient consequences reported. No further information is available.